Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed the active exchange proportional valve test during testing. The device's active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue was a noise coming from the motor blower assembly. The motor blower assembly was replaced along with the stirring fan foam. After the parts were replaced on the device, the repair and run-in tests, a battery and alarm checks, and a cleaning of the device were performed. The device was found to be operational.